Manufacturer narrative:
Concomitant product(s): product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0120880v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had a fall a few weeks prior to the report and since then had an uncomfortable stimulation in the arm area. There was a return of symptoms. On (B)(6) 2015 the implant was turned off. With the implant off, the patient still had pain in her arm, so it appeared to not be stimulation related. The patient was being sent in for a surgical consult. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.